Event description:
A customer contacted beckman coulter, inc., (bci) regarding an erroneously low hemoglobin (hgb) result generated by the coulter ac.t diff instrument. A patient sample was tested for hgb and a result of 6.1g/dl was obtained. The result was reported out of the lab and a physician requested the sample be sent to a reference lab for hgb testing. The reference lab result recovered as 11.5 (units unknown) and was considered correct. Based on the available information, there was no affect to patient or user.

Manufacturer narrative:
Qc is run once a day and was run after the event with good results. The instrument is currently working within qc specifications. Previously run patient samples were not rerun to confirm accuracy and reproducibility. The specimen was drawn via venipuncture, in a 3ml bd tube. The erroneous result was for a specific sample. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered an air in the lyse pathway. The fse replaced many of the hard tubing connector tubing in the pathway to eliminate the air. The fse then verified the instrument and reproducibility failed hgb. The fse cleaned and replaced several hardware components. The fse verified passing startup, qc, and reproducibility. As of 2008, there have been no further reported events of different results between instruments from this lab. A clear root cause of this event is unknown. A malfunction will be assumed for the purpose of this report.